Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope experienced lens broken, camera not usable. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to regional repair center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the meniscus and the cover glass of the insertion section is broken, and image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the meniscus and the coverglass of the insertion section is broken, therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.